Event description:
The customer reported that there was an intermittent "iris error" message. The customer pushed a button and resumed the case.

Manufacturer narrative:
(B) (4). The ge service rep troubleshot the problem to a sticking iris on collimator, so he ordered a new collimator. The system had also lost images from the image directory. He reloaded the software and cal files and replaced the collimator. The system operates as intended.